Event description:
During remote follow-up, the device could not be interrogated. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.